Event description:
It was reported that flow issues occurred with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, "this is the butterfly lot #9d0491. I have had 3 so far that the tubing is bad or maybe it's something else. Blood goes all the way through then stops when it hits the white piece. It looks as if the suction or something stops. I changed it and nothing changed. No blood to go thru- in the tube." 3 occurrences reported.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for insufficient blood flow with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to insufficient blood flow as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flow issues occurred with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, "this is the butterfly lot #9d0491. I have had 3 so far that the tubing is bad or maybe it's something else. Blood goes all the way through then stops when it hits the white piece. It looks as if the suction or something stops. I changed it and nothing changed. No blood to go thru- in the tube." 3 occurrences reported.